Event description:
It was reported that pump showed no disposable alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: device expiration date: 19-aug-2026. H4: correction: device manufacturing date: 06-sep-2021. H5: correction: labeled for single us.